Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. A customer reported unspecified glucose reading in comparison to unspecified readings from a Competitor Brand Meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced vomiting and was unable to self-treat due to the symptom. A healthcare professional administered insulin (type/dose unspecified) and unspecified liquids to the customer as treatment for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.Reportedly, scan result of 85 mg/dL on the ADC device compared to glucose reading of 500 mg/dL obtained on Competitor Brand meter. The results, when plotted on a Parkes Error Grid, fall into the D Zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact Date of event is unknown. The date entered in section B3 is based on the customer's report of "two months ago".All pertinent information available to Abbott Diabetes Care has been submitted.